Manufacturer narrative:
The explanted device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the perfusionist the pt was being explanted due to signs of recovery. Once explanted, the lvad pump was found to have a clot on the inlet of the pump.